Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8,h3,h6. Corrected information added to d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for evaluation, and the customer's reported malfunction of a flickering image was not confirmed. However, another reportable event was found during evaluation where there was no image when connecting to the 290 scopes. Based on the results of the investigation and the information provided, it is likely that failure of the output socket resulted in no image when connecting to the 290 series. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source's image was flickering with color. The issue occurred during preparation for use for a diagnostic tracheoscopy procedure that was completed with a similar device. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.